Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes buttons of insulin pump had taken a second or two to recognize input. Customer stated the insulin pump had random no deliver alarms recently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer complained about having no delivery/occlusion alarm/keypad unresponsive/button error alarm on 03/24/2021. The thus download was successful. Unable to verify pump error 61 alarm or no delivery/occlusion alarm on 03/24/2021 due to the memory in the insulin pump history only go back as far as 04/21/2021. No cosmetic damage on the insulin pump case noted and the p-cap locks properly into place. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm during testing. All the button functioned properly and no stuck button error alarm noted during testing. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, keypad traces, motor assembly and force sensor assembly. The force sensor measurement was within specific range (23.2 milivolts). The motor was tested outside of the device on the stb3 and passed. Keypad connector was locked properly into place. Device passed the keypad voltage test. In conclusion, no delivery/occlusion alarm/keypad unresponsive/button error alarm complaint was not confirmed. (B)(4).